Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at the time of valve release, the valve deepened about 16 mm into the ventricle, causing severe insufficiency and compromising the mitral valve. Consequently, an attempt was made to try to ascend through balloon and loop, but this caused the valve to dislodge upward. Then a second valve was implanted, which remained in a good position with mild "iao" and without compromise of the mitral valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutpro-29; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: l-envpro-16; product lot/serial number: (B)(6); product type: heart valves product ID: l-envpro-16; product lot/serial number: (B)(6); product type: heart valves product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was not performed. It was reported that the valve was deployed very deep, therefore, the physician inflated a balloon with a loop to raise the valve to the correct position in the annulus. However, the valve subsequently dislodged up. It was reported that the patient¿s aortic annulus had little calcium, which contributed to the dislodgement. The severe aortic insufficiency that occurred was central regurgitation. Clarification was received that ¿iao¿ was referring to aortic insufficiency.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review, but it was reported that the patient¿s annulus had minimal calcification. Fluoroscopy valve load inspection was not saved. The first valve was deployed to just prior the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 8mm in the cusp overlap view and 9-10mm at the left coronary cusp (lcc) in the left anterior oblique (lao) view. Of note, per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth 1mm or >5mm. In this case, a recapture was warranted. However, the decision was made to release the valve resulting in a depth of 16mm approximately with significant aortic insufficiency. A post balloon aortic valvuloplasty was performed which appeared to have dislodged the valve further into the left ventricle. The dislodged valve was eventually snared and pulled to the ascending aorta. A new valve was deployed to just prior the point of no recapture resulting in a slightly shallower depth, approximately 6mm at the ncc, and 5mm at the lcc. The valve appeared to be stable during final release; however, it dislodged towards the left ventricle after release of the last paddle. Evidence shows the depth deeper than the recommended 3mm and lack of calcification might have contributed to the dislodgement. Updated h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.